Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged; the device exhibited ventricular capture with atrial pacing pulses. The patient was asymptomatic. The lead could not be repositioned due to difficulty in inserting the stylet. The lead was explanted and replaced. The patient's condition was stable post procedure.